Event description:
It was reported the patient experienced withdrawal that began the evening of (B)(6) 2014 and the manufacturer representative met the patient at the emergency room (ER) on the date of this report. It was also reported when telemetry was attempted it was "loose and flips". It was noted no audible pump alarms were heard. The event logs were confirmed as normal. The pump was being used to deliver fentanyl and bupivacaine. It was further reported the patient "was fine" according to the clinic. It was unknown whether or not there were any reservoir volume discrepancies. Additional information received reported the patient was from out of the area and would be going back to his physician for troubleshooting and maintenance. It was also reported the patient had "withdrawal type symptoms" and a catheter issue was not confirmed. It was noted there was no issue with the pump, programming looked normal, and no log events. It was reported the patient was "doing fine". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Event description:
It was later reported that the patient was jittery. There was catheter kink in the proximal end. The pump flipped, causing the catheter kink. A catheter revision occurred. On (B)(6) 2014, the catheter was partially moved and a pump segment revision kit was added. At the time of this report, the patient was receiving effective. The device was not going to be returned to the manufacturer for analysis.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).